Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reports false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results. See case-(B)(4) and case-(B)(4) for alternate false positive results. Customer reports receiving false positive results when testing on an unknown dates using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number were not provided). No additional information was provided including testing dates or frequency of additional false positive results. Customer had symptoms and a known exposure. Cartridges were stored within the validated temperature range.